Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging air bubbles were visible in the insulin cartridge. The reporter noted the issue occurred with multiple cartridges that were reportedly being used appropriately. It was reported the patient¿s blood glucose (bg) was elevated between 250 and 499 mg/dl without signs or symptoms of hyperglycemia. The reported bg excursion without signs or symptoms of hyperglycemia does not meet criteria of a serious injury. This complaint is being reported because the alleged issue of air bubbles within the insulin cartridge could not be resolved with troubleshooting.